Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy that was converted from laparoscopic to an open procedure, when stapling the lung the surgeon then proceeded to fire 3 to 4 times with the company's black reload. After that last firing he removed the device the surgeon removed the stapler from the patient and after approximately 10-15 seconds then asked for an open clip applier to control the bleeding. After using all of the six black loads, they used one or two more purple reloads. Another purple load and a tan load were opened but not used. There was bleeding from a pulmonary vessel of more than 500 cc which resulted to patient death.